Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that before an endoscopic vein harvesting procedure, using vasoview hemopro 2, they didn't recognize one of the parts in the box so when they were opening it up on the sterile field, they threw away the bullet kit. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. No sgn of blood or clinical use was observed. A complete kit was returned, no components were missing. The accessory tray including the dissection tip (bullet) was returned. Based upon the received condition of the device, the reported complaint unable to be confirmed. (B)(4).

Event description:
The hospital reported that before an endoscopic vein harvesting procedure, using vasoview hemopro 2, they didn't recognize one of the parts in the box so when they were opening it up on the sterile field, they threw away the bullet kit. A replacement device was used to complete the procedure. The hospital did not report any patient effects.